Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced hyperglycemia after insulin delivery had been paused on the ilet and not noticed by the patient; the patient was instructed to unpause delivery and received education on pausing, after which insulin delivery resumed, and glucose values began trending down. Symptoms included elevated blood glucose with a reported peak of 427 mg/dl and prolonged hyperglycemia above 180 mg/dl for approximately three hours, with device alerts for sustained levels above 300 mg/dl. Outcomes included no use of backup therapy, no ketone testing, no medical intervention, no need for assistance, and no acute health effects. Investigation included troubleshooting and user education conducted remotely. Investigation of this case revealed user management of therapy interruption with no device alarms or malfunctions observed and no component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was user oversight of a paused insulin state and use error.